Manufacturer narrative:
Additional information received stated that the physician explanted the leads and re-implanted the patient with a paddle lead. The physician believes the seroma was not caused by the device. The patient is reportedly doing well.

Event description:
A report was received that a patient will undergo a lead revision due to frequent spells of seroma and migration.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70 serial# (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inches stylet.

Event description:
A report was received that a patient will undergo a lead revision due to frequent spells of seroma and migration.